Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was successfully connected and interrogated. The patient was referred to contact their health care provider regarding the red call doctor icon. No patient adverse effects were reported. This pacemaker remains in service. Additional information was received, high out of range right ventricular (rv) pacing lead impedance spikes were observed, greater than 3000 ohms. In addition, a lead safety switch (lss) was triggered. No patient adverse effects were reported. This pacemaker remains in service.